Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the housing of the device opened. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the housing of the device opened. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The delrin ball was found missing by a manufacturer repair technician during visual inspection. Possible causes for this disassembly include wear due to extended use, mechanical damage, or degradation due to extended autoclaving.